Event description:
It was reported that this patient was enrolled in the it matters and implanted with an inflatable penile prosthesis (ipp). During the dilation of the corpora, the proximal corpora was perforated. The corpora required repair with a suture to anchor the cylinder and due to the extensive corporal fibrosis , the procedure was three times longer than anticipated. A foley catheter was placed and removed the next day. The ipp was implanted, and there were no additional patient complications reported.

Manufacturer narrative:
B5: describe event or problem updated. B7: other relevant history updated. H6: evaluation conclusion codes updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the dilation of the corpora in a patient with an inflatable penile prosthesis (ipp), the proximal corpora was perforated. The corpora required repair with a suture to anchor the cylinder and due to the extensive corporal fibrosis, the procedure was three times longer than anticipated. A foley catheter was placed and removed the next day. The proximal corporal perforation was not related to the ams tools. The ipp was implanted, and there were no additional patient complications reported.